Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No blank display anomaly was noted. No damage was found on the lcd isolation tape. The pump had a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display anomaly. The customer changed the battery but the display did not return. The patient's blood glucose at the time of incident was 7.4 mmol/l. Troubleshooting was initiated for the blank display anomaly. The customer stated that they have tried a total of three battery caps but the display remained blank. The first blank display anomaly occurred one month prior to the most recent blank display event. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned and replaced.